Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported by the vad coordinator that the patient was seen in the clinic and the power port connection of the controller was noted to be broken. The controller was exchanged with no consequence or impact to the patient. The patient denied knowing about the broken connection. No further information was provided.

Manufacturer narrative:
Additional information was provided on december 13th, 2016 indicating that the base of power port one was cracked. The event was not associated with any controller alarms or pump stops. The patient denied applying excessive force when trying to connect power sources to the controller. Reportedly, the patient is careful with his equipment and has not dropped the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event details were confirmed during the visual inspection. The controller failed visual inspection because the power one connector was found loose from controller housing. The manufacturer and supplier have opened an internal investigation for controllers lose connectors. This controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.